Manufacturer narrative:
The ge service rep performed an onsite investigation. The boards in the workstation and video connections were reseated. The interconnect cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system's monitor screen was flickering, the images were unstable and that the unit had video problems during a procedure. No pt injury was reported.